Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after receiving inappropriate therapy. It was determined that the right ventricular (rv) lead experienced oversensing at the time of a previous generator change in 2010, however was not acted upon as it was thought that there was air in the header. There were no other reported issues until after a ventricular tachycardia (vt) storm, in which oversensing post-shock was detected. In addition, there was a slight increase in short interval counts (sic). An insulation breach is suspected along with lead to lead interaction between a previous lead in situ but not connected. The decision was made to explant and replace the rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and there was blood on a defibrillation conductor and it was not obstructed. The outer insulation of the lead developed a breach due to a depression while in vivo. The inner insulation of the lead developed a depression breach.